Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) console overheated. There was no patient harm reported.

Manufacturer narrative:
E. Initial reporter. Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.